Event description:
It was reported by service report that the cpu failure caused the head end of the bed to be stuck in high height position. No patient involvement or adverse consequences are reported.